Manufacturer narrative:
Additional information: g3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the image depicted a insufflator monitor. The device was not in view. It was reported that there was a rapid loss of pneumoperitoneum and leaks. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: onb15stf, onb15stf versaone opt 15mm std trocar, (lot #unknown); onb15stf, onb15stf versaone opt 15mm std trocar, (lot #unknown); onb15stf, onb15stf versaone opt 15mm std trocar, (lot #unknown); onb15stf, onb15stf versaone opt 15mm std trocar, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic conversion sleeve procedure, when instruments were inserted on the first 15 millimeter trocar, there was a carbon dioxide floating in the atmosphere which indicates leakage. Attempts were made to troubleshoot the issue by switching caps between ports, but the leakage persisted. It was noted that there was a rapid loss of pneumoperitoneum. A total of four additional 12mm trocar had the same issue. It was noted the issue made the case more challenging and extended the surgical time by 15 minutes. No patient complications have been reported as a result of this event.